Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The customer reported the patient passed away but did not provide the patient's date of death. The date in this report is the date bd became aware of the patient's death.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on an ems call the new io needle system failed. I placed the io in the patient¿s leg and when I went to separate the needle portion from the drive hub portion it would not release. Additional personnel happened to be arriving on scene at this time, they brought in their io needle system, and it worked fine. The patient ended up passing away and we called him at the scene. I was able to retrieve the defective needle from the patient and it appears the two pieces are stuck together.